Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement, and self-tests. However, it failed sleep current measurement tests unable to verify low battery alarm, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer stated battery did not last as expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.